Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0mm x 100mm x 150cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported.